Manufacturer narrative:
Initial MDR 1219913-2021-00512 was reported on 23 dec 2021. Additional information received on 28 dec 2021: an outside us customer observed elevated atellica im tnih results on some patient samples vs alternate method low/negative results. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Qc in range which indicates this is patient/sample specific incident. The escalation contains data from 22 patient samples run from feb 2019 to apr 2021. Samples were run on atellica im tnih and in some cases alternate method. Eight samples (patient 5, 8, 12, 13, 14, 17, 21 and 22) gave atellica im tnih results. Instructions for use (IFU) reference cutoff of 45 ng/l vs alternate method low/below cutoff result <14 ng/l. The alternate method is a troponin t method vs the atellica im tnih which is a troponin I method; there is no claim that results will match between tests due to differences in antibodies/epitopes being measured. There are conditions other than acute myocardial infarction (ami) that are known to cause myocardial injury and elevated tni values. As noted in the IFU, "in the clinical trial, 11% of patients without an ami diagnosis had at least 1 atellica im tnih test result above the 99th percentile (> 45.20 pg/ml (ng/l)) on 1 or more serial draws. 88% of these patients were found to have one or more of the following conditions: cardia conditions: angina, atrial fibrillation, cardiomyopathy, coronary artery disease, heart failure, hypertensive urgency, pericarditis, recent cardia intervention, severe valvular heart disease, tachycardia. Non-cardiac conditions: chronic lung disease, cardia contusion related to a traumatic injury, renal failure, pneumonia, pulmonary embolism, shock, systemic sclerosis". The limitations section of the IFU states: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. The atellica im tnih assay is designed to minimize interference from heterophilic antibodies." However patient samples may contain heterophilic antibodies and/or other interferences such as immune complexes (macro tni) that could react in immunoassays to give falsely elevated or depressed results. The interpretation of results section of the IFU states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings.". No potential product issue is observed. The customer is operational. No further action is needed. In section h6, investigation findings, and investigation conclusion codes were updated based on the investigation results. Mdrs 1219913-2021-00512 supplemental 1 through 1219913-2021-00518 supplemental 1 were filed for the same event.

Manufacturer narrative:
A customer from outside the united states observed atellica im high-sensitivity troponin I (tnih) results that were above the 99th%tile of 45.2 pg/ml (ng/l) for the atellica im tnih assay but the results were below the 99th%tile of 14 ng/l for troponin t from an alternate method. Siemens is investigating. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." See attached file: results for mdrs 1219913-2021-00518. Pdf for associated mdrs.

Event description:
The customer observed atellica im high-sensitivity troponin I (tnih) results that were above the 99th%tile of 45.2 pg/ml (ng/l) for the atellica im tnih assay but the results were below the 99th%tile of 14 ng/l for troponin t from an alternate method. The results were reported to the physician(s). There are no reports that treatment was altered or prescribed or adverse helath consequences due to the atellica im tnih results.